Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to flattened dome switch on the escape and act buttons. No button error alarm noted. Pump was received with scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 135 mg/dl. Troubleshooting was not performed. The device was returned for analysis.